Manufacturer narrative:
(B)(4).

Event description:
It was reported that the neurostimulator would not lock down to secure a lead. The lead was showing high impedances on several electrode combinations. The lead and neurostimulator were replaced. There was no injury to the patient. Additional information has been requested, but was not available as of the date of this report.